Event description:
It was reported that a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip generated a no flow event during patient use. The reporter stated, "blood return into tubing and occlusion noted." The event was noted during infusion. The solution involved was normal saline. There was no other physical damage noted. The set was replaced and therapy resumed. There was patient involvement with no patient harm in the event. No further information is available for this complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The reported complaint of occlusion was not confirmed on the returned set. An image was provided by the customer showing the assumed area of the defect. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks or occlusions were observed. The product had performed per the specifications. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.